Event description:
It was reported the bronchovideoscope's image had a mosaic-like noise during setup/inspection prior to clinical use. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The evaluation found two additional reportable malfunctions: -a damage video connector plug caused the image issues. -the labeling/coating on the insertion tube was peeling more than 1mm2. Based on the results of the investigation, the cause for the image issue was attributed to stress on the video connector plug and the cause of the peeled coating was attributed to degradation issues. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info from reporter.